Event description:
On (B)(6) 2024 iegm of fast nst was recorded, the available iegms have been inspected in detail and revealed the presence of noise in the rv channel. This led to vf detections. On the (B)(6) 2024 the device detected 14 vf episodes. This led to detection and multiple shocks were given. The device reached eos. ICD and this rv lead were explanted and replaced on (B)(6) 2024. Should additional information be received, this file will be updated.

Manufacturer narrative:
The ICD and the lead were returned for analysis. Upon receipt, the ICD was interrogated, revealing the eos battery status, 75 charging cycles were recorded in the devices memory. Next, the device was visually inspected. The inspection revealed a discoloration of the titanium housing of the ICD. This is a normal and expected oxidation process due to high electric fields during shock delivery and is not affecting the ability of the device to deliver therapies. The memory content of the device was inspected. During the analysis of the available iegms, noise was observed in the right ventricular channel, leading to multiple charging cycles that partially resulted in shock delivery as mentioned in the complaint description. Therefore, a sensing test was performed and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be normal and as expected. The analysis of the shock holter data showed that an amount of 66 charging cycles was performed by the device within an hour on january 1, 2024. As a result of that fast successive charging the eos battery status had occurred. The eos status was removed with a technical programmer and subsequent interrogation revealed the mos1 battery status. The amount of charge taken from the battery was verified, revealing the mos1 battery status to be as expected. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. There was no indication of an ICD malfunction. Next, the lead under complaint was analyzed. The lead was found cut 12.5 cm distal to the df4 connector pin. The proximal and distal fragments were returned for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through approximately 8.5 cm proximal to the lead tip and the conductor cable leading to the ring electrode was found fractured. These damages are assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil and the fixation helix were found stretched, which most likely occurred during the extraction procedure due to tensile stress. The quality documents accompanying the manufacturing process of the ICD and the lead were re-investigated. All production steps were performed accordingly, and in particular the final acceptance tests proved the devices functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.